Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2016, the patient experienced symptoms of stoma site infection. On (B)(6) 2016, the symptoms of pain and discharge worsened. The patient was seen by an infectious disease specialist and was prescribed oral antibiotics, levaquin and bactrim. On (B)(6) 2016 the patient was hospitalized for unspecified rectal pain. While hospitalized, the patient was treated with antibiotics vancomycin (IV) for the stoma site pain and discharge and was discharged on (B)(6) 2017. Patient was seen by a surgeon who suggested to remove the peg tube to promote healing. The physician's office reported that the event was associated with patient's poor hygiene and fidgety.